Event description:
It was reported that pump screen was broken. There was no reported impact to the customer¿s blood glucose level. Pump was inspected and found to start, charge, and be recognized by computer, but touchscreen was unresponsive and unreadable, and device was arranged to be returned with replacement pump provided.